Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
UDI, and manufacturing date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The dvi-m cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned to the manufacturer. Functional found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that during the procedure, the site was able to load a scan and then the fusion display went black and showed no input detected. The cables to the monitor was reseated and multiple reboots were performed with no resolution. The surgery was completed without navigation and there was no impact on patient outcome.